Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and non-heavily calcified artery. Following pre-dilatation, a 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent shaft broke. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the detached portion came out with the removal of the wire. The device was completely removed from the patient's body.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and non-heavily calcified artery. Following pre-dilatation, a 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent shaft broke. The procedure was completed with another of the same device. No patient complications were reported.